Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the insulation on the jaws of the vasoview hemopro 2 with vasoshield became loose. Nothing fell into the pt. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heating wire bowed away from the silicone boot; the heating wire remained attached to the tip of the hot jaw. Most of the cold silicone boot was detached from the jaw. Additional evaluation is required. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).